Event description:
Report source reported in 2004, at 7am pt was on the ventilator and mother states rn called for her next to the baby's bed because the ventilator stopped working without an alarm or other alarm messages displayed. They bagged the baby and mother got the transport ventilator and put it on the baby. Report source did go out and the vent did come on, sounded loud and put it through a vent check. The ventilator passed. No allegations of the vent causing pt harm. Humidifier and liquid o2 used at time. Ventilator was on ac power.